Event description:
It was reported that the patient had an infection and her device and lead were removed. Additional information has been requested and when received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3889-28, lot# va0422y, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the onset of the infection was (B)(6) 2012. Symptoms of the infection included fever, redness, swelling, drainage, pain, and bleeding. The infection was at the device pocket. A culture was obtained and the organism was a (B)(6). In addition to a total device system explant, the patient was given oral antibiotics. It was indicated that the infection resolved.

Manufacturer narrative:
(B)(4).